Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: >7.5 lab: 5.3. Date: nine days later, inratio: 5.1 lab: 3.1. Caller alleges imprecision with inratio. Results as follows: first test inr = >7.5 second test inr= >7.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: >7.5, lab: 5.3, mean: unable to be determined, confidence limit: unable to be determined. Date: nine days later, inratio: 5.1, lab: 3.1, mean: 4.1, confidence limits: 2.4-6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, the mean confidence limits cannot be calculated because the inratio value is >7.5. For the 2nd data set, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by end-user lot 070163: first test inr=>7.5, second test inr= >7.5, mean = unable to be determined; sd = unable to be determined; %cv = unable to be determined. The %cv cannot be determined. Both results were greater than 7.5. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.